Manufacturer narrative:
A ge service representative performed an on site investigation. The system's function, the connections, and the circuit boards were checked. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed unstable images that jumped. No pt injury was reported.